Event description:
It was reported that this child developed a high fever in 2007 and then was diagnosed with meningitis thirteen days later, four months after implantation with a nucleus 24 cochlear implant. Events occurring between these dates were not reported. The child was treated for meningitis at the local hospital. A lumbar puncture was done and "strepto coccus non hemo lyticus" was cultured, according to the child's parents. The child was hospitalized for 40 days. It was reported that this child has a "thin internal auditory meatus & also mondini deformity." Following the meningitis, the pt reportedly was not able to hear with the cochlear implant system. Reprogramming the processor was not completely successful. Add'l info has been requested.

Manufacturer narrative:
This type of event is addressed in the device labeling.